Event description:
Dealer states he replaced the joystick and now he is getting the controller not connected error message. He states he had this with the original joystick as well. Advised to check pwh cable and all connections. Could be communication error or controller needing replaced. Usually connections.